Event description:
Dealer is having trouble with the left wheel lock. He has pull-to-lock wheel locks and he said it seems to have siezed up and now he cannot move the lock.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.